Event description:
Physician notes state pt required additional surgery in 2002. Physician performed fem-to-fem bypass due to limb occlusion of left artery. The next month, pt went back to surgery due to recoil of plaque. Physician performed a thrombectomy with good results. The graft was cleared. In 2003, pt seen for follow-up visit: successful repair, aneurysm is 7cm, and no leaks.

Manufacturer narrative:
Notification of pt incident was rec'd as feedback on a mailing sent 07/06 to physicians who follow ancure pts. Pt implanted with graft in 2002. Pt had good follow-up visit in 2002. The next month, physician performed fem-to-fem bypass due to limb occlusion of left artery. The next month, pt went back to surgery due to recoil of plaque. Physician performed a thrombectomy with good results. The graft was cleared in 2003, pt seen for follow-up visit: successful repair, aneurysm is 7cm, and no leaks. Six months later, pt seen for follow-up visit: ultrasound showed good condition. In 2006, pt seen for follow-up visit: graft surveillance ultrasound showed good condition.